Event description:
The facility's biomedical engineering dept reported that a pump was involved in an incident overinfusion. The pump was reported to be set for a primary infusion of insulin. The total volume of insulin was 100ml with a concentration of 1 unit/ml and the prescribed dose 5 units/hr. Reportedly, the nurse found the entire 100ml bag of insulin had infused within 15 minutes. The charge nurse reported that, as a result, the pt required administration of IV dextrose. The charge nurse believed the rate of dextrose infusion was 100ml/hr. No adverse outcome was reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics or diagnosis, programming or set up of the inusion device.